Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a spine or head surgery, it was discovered that the motor device "did not work". There was a delay of five to ten minutes to the planned surgical procedure. A spare identical device was available for use. The reporter stated that there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. The reporter stated that after the malfunction, the user cut the device up into pieces with scissors and disposed of it in a sharps container. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.